Event description:
It was reported by the affiliate that (1) cdh33 and (1) ax55g were used during a low anterior resection procedure. It was reported by the affiliate that before the cdh was fired an ax55g was used. Bleeding occurred at the staple line and surgeon had to put five 3/0 silk sutures. The surgeon fired the cdh33. Audible feedback (crunch) could not be heard at the firing phase so the surgeon pushed the firing trigger several times to hear the crunch. The surgeon tried to remove the instrument, however, surgeon observed that it did not release the anastomosis line. The surgeon opened the anvil and closed the instrument again and the surgeon fired the instrument a second time. The anastomosis could not be completed. The surgeon had to perform a colostomy to complete the case. There was extended hosp stay of five days and reoperation was required.